Event description:
The customer reported that the devices' capnography was not working. No pt impact occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.